Event description:
It was reported that one day after an atrial lead revision procedure, the right ventricular (rv) lead impedance was low and the rv unipolar measurement was higher than the bipolar measurement. During the replacement procedure, the lead tested normal through the analyzer and through a new device, so the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. The analyst also noted that lead impedance was tested with 500 ohm loads. In unipolar, in bipolar, the atrial reading was 494 ohms and ventricular reading was 494 ohms.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available.